Manufacturer narrative:
It was reported that the closing assy on the rotaflow drive was damaged during preparation prior to clinical use. It was fixed with tape and used without any problem. A getinge field service technician (fst) was sent for investigation and repair on 2023-04-24. The rf drive closing cover kit (701011680) was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The reported failure "closing assy broken" was already investigated by getinge life-cycle-engineering: most probable root causes could be determined: too excessive force; weakening due to manufacturing errors (air inclusions); weakening due to aging. Uv light (sun) or contact with chemicals. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en. Chapter 2.2.2 position of use and operation, and positioning do not remove the disposable during the application. The rotaflow drive was manufactured on 2012-12-17. The review of the non-conformities has been performed on 2023-05-10 for the period of 2012-12-17 to 2023-03-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "closing assy on the rotaflow drive was damaged " could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up will submitted when additional information become available.

Event description:
It was reported that the closing assy on the rotaflow drive was damaged during preparation prior to clinical use. It was fixed with tape and used without any problem. No harm to any person has been reported. Complaint ID:(B)(4).